Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The device was not returned for evaluation. Conclusions: based on a conversation with the surgeon, it was concluded the surgeon was using the device incorrectly. The design team instructed the surgeon how to use the device correctly and since the conversation the surgeon has not experienced additional difficulties with the device. No further investigation is required. Not returned.

Event description:
The surgeon was unable to achieve 0 degree slope and thought to be impossible to achieve with the new style ankle clamp. Surgeon was using tibial guide with top cut off.

Event description:
The surgeon was unable to achieve 0 degree slope and thought to be impossible to achieve with the new style ankle clamp. Surgeon was using tibial guide with top cut off.